Manufacturer narrative:
(B)(4)

Event description:
The patient had loss of capture when it was repositioned to obtain lower threshold. The lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.